Event description:
The patient had two leads from the same lot. It was reported ((B)(6)) the patient stopped receiving effective therapy due to stimulation being intermittent. The patient also experienced a shocking sensation. An impedance check revealed high impedance on multiple contacts. An x-ray was taken and showed no anomalies. Reprogramming could not provide resolution. As a result, the patient had both leads explanted and replaced with one lead (different model). It appeared both leads were fractured based on visual inspection. Effective therapy was captured post op.

Manufacturer narrative:
Further follow-up revealed the implant date of the reported leads is (B)(6) 2015. Results: the complaint was confirmed for lead fracture. As received, both leads had kinks in the lead body where all of the internal wires were broken. Each lead body also had a cam impression from an anchor. The outer tubing was not breached, and invalid impedances were observed prior to the revision. The fractures are consistent with overstress condition that the leads were subjected to near the distal end of the anchor while in vivo. The broken wires would have caused the high and invalid impedances reported and contributed to the patient¿s loss of therapy. The shocking sensation reported by the patient was likely caused by the ends of the broken wires making unintended and intermittent contact. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
(B)(4).sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.